Manufacturer narrative:
(B)(4). Returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain and drainage at his lead site. The physician evaluated the patient on (B)(6) 2015. Wound cultures were taken and the patient was treated with antibiotics. The patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was removed. The patient is currently still taking antibiotics and is pending follow up with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient completed the antibiotics on (B)(6) 2015. The patient was evaluated on (B)(6) 2015 and the infection has resolved.